Manufacturer narrative:
The investigation into the impella pump stop is on-going at this time. Upon completion of the investigation, a final report will be filed.

Event description:
The medical center in the (B)(6) had an impella 5.0 supporting a patient admitted with cardiomyopathy. The patient was also supported by ECMO. The pump stopped on day 10 of the support and was restarted. The team was able to continue to support the patient hemodynamically for 4 more days before the pump was explanted.

Manufacturer narrative:
Since the original report was filed, the investigation has concluded. The engineering team concluded that the pump pause was due to ingested biomaterial. The returned pump was tested and run upon the benchtop and the failure was reproduced. The failure mode will be monitored and trended.

Manufacturer narrative:
Additional information added to b5 and h6 codes for purge pressure high issues and d6a/d6b for implant/explant dates. This report is being filed as part of a retrospective review of historical records.

Event description:
It was additionally reported that just prior the pump stops, the pump alarmed for low purge flow and high purge pressure. It was reported troubleshooting was performed to resolve the pump stop and purge pressure high, however details on what troubleshooting was performed was not provided.